Event description:
The reporter indicated that during the pre-discharge test, the device was programmed to full energy with a 3.5:1 sensing margin. The pt was induced using shock. Undersensing was observed. At least 4 pacing intervals were noted prior to detecting fibrillation (one of the fib. Waves fell within the t-wave window.) There were 25 fib intervals prior to the device's even charging.

Manufacturer narrative:
An investigation concluded that the device is working per the specification and it is not unanticipated.